Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: material no.: 301027 batch no.: unknown. We have a customer complaint about the markings (graduation lines) legibility and are concerned.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 50 syringe 5ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: material no.: 301027 batch no.: unknown . We have a customer complaint about the markings (graduation lines) legibility and are concerned. There were multiple lot numbers which may have been involved. The information for each lot number is as follows: d.4. Medical device lot #: 0203942 . D.4. Medical device expiration date: 2025-06-30. H.4. Device manufacture date: 2020-07-28. D.4. Medical device lot #: 0199100 . D.4. Medical device expiration date: 2025-06-30 . H.4. Device manufacture date: 2020-07-28. D.4. Medical device lot #: 0149841. D.4. Medical device expiration date: 2025-04-30. H.4. Device manufacture date: 202-06-10. H.6. Investigation summary: one photo showing two 5ml assembled syringes was received and evaluated. The syringe on the left had missing print on four grad lines between the 1ml and 2ml grad lines. Light ink smearing was also observed in and outside of the print area from the 1ml grad lines down to the 4ml grad lines. The print quality on the syringe was rejectable per product specification. The syringe on the right had slight missing print on the zero line and first minor grad line. A light ink smear was also observed between the 4ml and 5ml major grad lines. This syringe was acceptable per product specification. Batches 0203942, 0199100 and 0149841 are considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the smeared and missing print defects is associated with the marking process. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that 50 syringe 5ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: material no.: 301027 batch no.: unknown. We have a customer complaint about the markings (graduation lines) legibility and are concerned.